Event description:
Customer responded to a pt in cardiac arrest. The defibrillator would no pace when connected to a pt. Pt expired. Based on the pts pre-existing medical condition and excessive pt down time (approximately 1 hour), customer stated the device did not cause or contribute to pt outcome. Service representative was able to duplicate the reported condition. Device repaired and proper operation was confirmed.